Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ultra-low anterior resection case, it was observed on the monitor that a spark was emitted from the burnt part of the sleeve, not the tip of the opti4 spatula type electrode by the first one and second one after replacement (left a melted mark). Procedure was approached by force enough to insert it from the trocar and bended the shaft of the opti4. It was discharged not only from the spatula type electrode part of the tip but also from the melted part, so it was replaced with a new one. The patient tissue was not touched. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the returned device has been subjected to improper cleaning or sanitation methods. It was reported that the device caught fire and discharged a visible spark or arc. The device also melted. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: tissue buildup (eschar) on the tip of an active electrode may create embers that pose a fire hazard, especially in oxygen-enriched environments. Keep the electrode clean and free of debris. If information is provided in the future, a supplemental report will be issued.